Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis drawer had been off the track and was unable to be closed or pushed. The field service engineer (fse) found that drawer 2 had been stuck open due to a broken rail. The rail was replaced, and the drawer was inspected for further damage. There had been a delay in dispensing medication according to the call entry, but no patient harm was reported. The drawer was tested using the final test in the hardware test application, and the test was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the pyxis drawer had been off the track and was unable to be closed or pushed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.